Event description:
During procedure instrument would not cauterize. Changed the cord, changed the instruments and completed the case. A small burn was noticed on the abdominal wass. Pt was admitted for overnight observation and prescribed with antibiotics.